Event description:
During vascular surgery for aorto-iliac occlusive disease, the platinum tip of the delivery sheath sheared off. Surgeon was unable to retrieve and the tip remains lodged in a small ileal lumber vessel.